Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely a failure of an electrical component resulted in horizontal stripes. Additionally, physical stress resulted in the distal end cover being chipped. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited occasional stripes on image and a chipped c-cover on the distal end. There was no patient involvement.